Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device was returned with the batteries removed from the pack. Therefore, a lab battery was used for testing. Functional testing of the returned product with a lab battery pack found the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : china.

Event description:
It was reported that prior to the procedure, the device did not spray. There was no patient involvement. During device evaluation it was discovered that the interior of the pack of the batteries had leaked electrolyte. Due diligence is complete; there is no additional information.